Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00221 (collagen corp). This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a double skin tested on 6/10/1999 and on 7/5/1990, (right and left forearms), both with negative results. In 1999, the pt was treated with two formulations of product in the upper vermilion border, nasolabial folds and the oral commissures. Two days later the pt called to complain that the upper lip was very swollen and "puffy." By the time the pt was seen (exact date not available), the swelling had diminished, however, the physician noted welts in the upper nasolabial folds. The right forearm test site was red and swollen. The oral commissures were asymptomatic. The physican diagnosed hypersensitivity and prescribed oral benadryl. The pt's condition is being monitored.